Event description:
It was reported that the pt was experiencing an increase in seizures. A battery life calculation was performed which resulted in approx 0.04 years remaining until end of service. Clinic notes were received indicating that the seizures increased "a bit" since the vns settings were adjusted three months ago. The output current was left the same, but the duty cycle was increased from 16% - 19%. The pt is now having up to three grand mal seizures per day and previously was only averaging one per day. Per physician, the reason for the increased seizures is unk. The pt's zonegran was increased. The pt has been referred for generator replacement surgery, but it has not occurred to date. Attempts for further info have been unsuccessful to date.

Event description:
It was reported that the patient underwent prophylactic generator replacement on (B)(6) 2011. Per reporter, the lead was ok and not explanted. The explanted device was returned to the manufacturer, but analysis is pending.